Event description:
It was reported that the core impaction drill heated up during a procedure. A back-up device was used to complete the procedure with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, damaged components were discovered including the bearings.